Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. Customer stated that it went from 429 mg/dl to 514 and 551 mg/dl and she treated with the insulin pump and then with a manual injection since it kept going up. Blood glucose value at the time of the call was 543 mg/dl. The customer stated she changes the infusion set every 4 or 5 days. She removed the set and the cannula was bent. The drive support cap is recessed but customer stated there might be a small crack under the reservoir window but she was unsure. She would be meeting with the diabetes educator and have it evaluated.